Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. The root cause of the customer reported failure mode cannot be determined as the instrument and reload(s) were discarded by the site before the creation of this complaint and is not available for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures with the exception of the endoscope, a site review shows no complaint filed against the instruments. Logs show that the sureform stapler 45 with pn 480545-04, lot l90210517-0049, which was used with this reload was installed 4 times and fired 4 reloads (1 white followed by 1 black followed by 2 green). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps in the procedure. As of (B)(6) 2021, a review of the site's complaint history shows no other complaints for this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: during a da vinci-assisted surgical procedure, the surgeon elected to convert to open surgery after emergent bleeding occurred. Although the surgeon stated that there was difficult anatomy in the patient and he felt it was the "safest and best option" to convert the procedure to open, the cause of the bleeding as well as the medical intervention done for the bleeding is unclear. The surgeon did not observe or allege any product issues causing or contributing to the bleeding. Moreover, the stapler log review did not show any evidence of a stapler malfunction or error. The cause of the intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported by an intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted pulmonary surgical procedure, there was emergent bleeding and the surgeon elected to convert to open surgery. The csr confirmed that the conversion was not due to the da vinci system but due to the patient. Per subsequent follow-up, the csr indicated that the procedure was converted due to bleeding but was controlled with the tip up and a laparoscopic instrument until the doctor was able to open and get access to the site of the bleeding. The csr confirmed that the bleeding and conversion was not due to the da vinci. There was no injury or harm to the patient as a result of the conversion and the patient has since recovered well. During set up of the system, there were no issues observed. The system was not inspected prior to use. The bleeding was noticed one hour into the procedure. Isi followed up with the resource nurse, who obtained information from the surgeon's operative report: bleeding occurred from the pulmonary artery when the surgeon was stapling the pulmonary fissure with the green reload. The procedure was converted, and the bleeding was controlled with a tip up fenestrated grasper and cigar. The blood loss was not significant. Isi followed up with the robotic coordinator on (B)(6) 2021 and obtained the following information: the stapler and reloads have been discarded. On (B)(6) 2021, isi followed up with the csr, who was present for the procedure, and obtained the following information: the sureform stapler did not malfunction. There were no error messages seen. The csr does not know how the bleeding occurred but said that the patient had difficult anatomy. Once bleeding occurred, the surgeon decided to convert the procedure to better control the bleeding. Isi followed up with the surgeon and obtained the following information: the target tissue was vessel. The surgeon stated that the patient`s anatomy was difficult and he felt that the safest and best option to continue the procedure was to convert the procedure to open. There were no issues with stapling observed by the surgeon. There was no obstruction in the jaws of the stapler during the stapling process, no malformed staples seen, no clamping issues, no hole in the staple line or tissue push seen. Bleeding was not seen due to a stapler issue, there was no additional tissue removal, no prolongation of hospital stay and no ICU admission. Demographic information/medical history and relevant investigation were asked but not provided.

Event description:
It was reported by an intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted pulmonary surgical procedure, there was emergent bleeding and the surgeon elected to convert to open surgery. The csr confirmed that the conversion was not due to the da vinci system but due to the patient. Per subsequent follow-up, the csr indicated that the procedure was converted due to bleeding but was controlled with the tip up and a laparoscopic instrument until the doctor was able to open and get access to the site of the bleeding. The csr confirmed that the bleeding and conversion was not due to the da vinci. There was no injury or harm to the patient as a result of the conversion and the patient has since recovered well. During set up of the system, there were no issues observed. The system was not inspected prior to use. The bleeding was noticed one hour into the procedure. Isi followed up with the resource nurse, who obtained information from the surgeon's operative report: bleeding occurred from the pulmonary artery when the surgeon was stapling the pulmonary fissure with the green reload. The procedure was converted, and the bleeding was controlled with a tip up fenestrated grasper and cigar. The blood loss was not significant. Isi followed up with the robotic coordinator on (B)(6) 2021 and obtained the following information: the stapler and reloads have been discarded. On (B)(6) 2021, isi followed up with the csr, who was present for the procedure, and obtained the following information: the sureform stapler did not malfunction. There were no error messages seen. The csr does not know how the bleeding occurred but said that the patient had difficult anatomy. Once bleeding occurred, the surgeon decided to convert the procedure to better control the bleeding. Isi followed up with the surgeon and obtained the following information: the target tissue was vessel. The surgeon stated that the patient`s anatomy was difficult and he felt that the safest and best option to continue the procedure was to convert the procedure to open. There were no issues with stapling observed by the surgeon. There was no obstruction in the jaws of the stapler during the stapling process, no malformed staples seen, no clamping issues, no hole in the staple line or tissue push seen. Bleeding was not seen due to a stapler issue, there was no additional tissue removal, no prolongation of hospital stay and no ICU admission. Demographic information/medical history and relevant investigation were asked but not provided.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. The root cause of the customer reported failure mode cannot be determined as the instrument and reload(s) were discarded by the site before the creation of this complaint and is not available for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures with the exception of the endoscope, a site review shows no complaint filed against the instruments. Logs show that the sureform stapler 45 with pn (B)(4), lot l90210517-0049, which was used with this reload was installed 4 times and fired 4 reloads (1 white followed by 1 black followed by 2 green). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps in the procedure. As of (B)(6) 2021, a review of the site's complaint history shows no other complaints for this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: during a da vinci-assisted surgical procedure, the surgeon elected to convert to open surgery after emergent bleeding occurred. Although the surgeon stated that there was difficult anatomy in the patient and he felt it was the "safest and best option" to convert the procedure to open, the cause of the bleeding as well as the medical intervention done for the bleeding is unclear. The surgeon did not observe or allege any product issues causing or contributing to the bleeding. Moreover, the stapler log review did not show any evidence of a stapler malfunction or error. The cause of the intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.